Event description:
Philips received a complaint by the customer on the v60 indicating that a 35v failure occurred during preventive maintenance (pm) service, and the blower was not working. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that during preventive maintenance (pm) service, the device had multiple error messages that were displayed on the screen at startup, and the blower was not working. The customer also noted that error codes 1134, 1115, 111b, 1104 were logged in the event log and requested troubleshooting. The rse advised the customer to start with replacing the blower assembly to see if the error messages were cleared, and if the problem persisted, the rse recommended that the customer should replace the power management (pm) printed circuit board assembly (pcba). The customer informed the rse that the blower would be ordered, and the rse provided the customer with the part number of the blower for repair. The rse later sent an e-mail to the customer to follow up, but no response was received from the customer. Investigation is ongoing.

Manufacturer narrative:
Per gfe (good faith effort) response, the biomedical technician confirmed that the blower motor was the source of the problem, and after it was replaced, the ventilator passed preventive maintenance tests (electrical, visual, functional, and accuracy) and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.